Event description:
Reportedly, when the engineer powered on the ventilator, the alarm stopped after while. It was found that the audio board had malfunctioned and a cable was broken. There was no pt involvement in this case, however, if it were to recur on a pt, the ventilator would not have been properly capable of warning the user audibly of an alarm event.

Manufacturer narrative:
(B)(6), (B)(4): evaluation summary: evaluation of the returned audio board and cable confirmed the customer's report. The audio board was found to have a defective transistor u1 and will be forwarded on to the manufacturer. The cable was evaluated and found to have a broken latch. The cause of this break is undeterminable.